Manufacturer narrative:
The hillrom service technician detected a brake problem on all 4 casters and replaced the casters to resolve the issue. He performed a functional test per the service manual to confirm the device functioned as designed post repair. The hillrom transport, procedural, and specialty stretchers are intended for caregivers to use for the treatment and transportation of patients in all areas of the hospital, surgical centers, and other patient care facilities. There are no known contraindications for these stretchers when used in accordance with this instruction for use. A core component of the stretcher braking system is the caster brake. The caster brake is comprised of a hex bar, the cam, the plunger, compressing spring, the brake puck and the wheel . The plunger moving downwards compresses the brake puck against the caster wheel setting the brakes in the system. Hillrom¿s investigation results indicate the most probable root cause of the malfunction of the caster brake is the gap between brake puck and caster wheel improperly adjusted in field combined with wear from use. Frequent brake/neutral/steer activations during use of the stretcher may contribute to stretcher¿s brake system wear. If the caster brake malfunctions, the user is immediately aware as the braking system will not engage on the stretcher. The global complaint rate continues to be low for caster braking malfunctions at 0.88% of the install base of devices for 2021. There have been no reports of injuries or deaths related to this failure mode. Hillrom considers this to be a highly detectable failure mode since as it occurs the user will recognize the brakes are not engaging and remove the stretcher from service until repaired. As part of the brake/steer function checks, the service manual outlines how to perform a caster brake adjustment. Additionally, per the hillrom service manual the stretcher should be subject to an effective maintenance program. An annual service of the stretcher is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the bed brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).